Event description:
It was reported that this patient was observed to have pauses in pacing. The patient came into the hospital for an unrelated surgery. The physician noticed pauses in pacing. The rep interrogated the device and found episodes for high ventricular rates and suspected a potential lead issue. The patient was symptomatic over the prior weeks due to occasional over sensing/inhibited pacing. The physician made the decision to changing sensing vector to lv. The patient was released from the hospital with a follow-up scheduled. The patient will be upgraded to a crtd; a mini thoracotomy is scheduled for later this month where a transvenous system will be introduced through the anatomical right atrium.